Event description:
Customer reported a high blood glucose level due to low battery warning and off no power alert on the insulin pump. Customer stated that the blood glucose was high but did not state the number. Customer reported nausea and that he felt like he was going to pass out. He stated he had no insulin and that his insulin pump was off with no extra battery. The paramedics were called and sent to his house. Customer's mother called and reported that the customer was okay and that the insulin pump was working. She stated that the customer made a false complaint and no additional assistance was needed. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.